Manufacturer narrative:
This report is filed november 7, 2016. Device not received by manufacturer.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2016, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted june 02, 2017.